Manufacturer narrative:
Reporter called on oct 14, 2016 to state that the pt's eyes had improved and that there would be no permanent injury to the eye. They have not been able to determine for sure what caused the eyes to become irritated, but we believe that the ten20 paste may have indeed got into the eyes and remained there while the pt was in a somewhat comatose state, causing the irritation. Device labeling clearly states to avoid eye contact because it is known that it can cause irritation to the eyes if it comes into contact with them. Device not available for evaluation.

Event description:
Received email from pediatric neurophysiology supervisor on oct 5, 2016 regarding a (B)(6) male pt who had experienced corneal abrasion due to chemical burn. Pt was historically under induced comatose condition, but recently partially revived to a neurologically sedated condition. Pt had eeg electrodes with ten20 conductive paste under the electrodes and collodion used with gauze to hold the electrodes in place at fp1 and fp2 locations above the eyes on the forehead. Supervisor believes ten20 paste may have melted and ran into the pt's eyes and remained there a while, causing the chemical burn which resulted in corneal abrasion.